Event description:
It was reported that the first fiber used had significant diminished vaporization efficiency @ 42,095 joules. Second fiber used also resulted in significant diminished vaporization efficiency @ 450,164 joules. The procedure was completed with a third fiber @ 108,415 joules. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the distal end of the fiber/glass cap is detached and not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).